Manufacturer narrative:
The device was received. Investigation is not complete. The pca plus ii pump, list# (B)(4), with 2.01 software version does not contain a pump history that provides past programming settings. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported, the pt received more medication than intended. On an unspecified date and time, the pump was programmed to deliver an unspecified concentration of morphine. No specific programming parameters were provided. The customer contact reported that after an unspecified length of time in use, the nurse reportedly could not account for 10mg of medication. There were no reported adverse pt effects. No medical interventions were required. Multiple unsuccessful attempts have been made to obtain additional info including specific patient info, pump programming and event details.